Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient was unable to charge. The patient was getting the reposition screen on the implantable neurostimulator recharger (insr). The patient noted that he had not recharged since some time in (B)(6) 2016. It was noted that the patient did no use a belt. Recharging best practices were reviewed with the patient, the patient placed the antenna over the ins by lining up the antenna head under the incision and dropping 0.5-1 inch and a recharge session was attempted, but the insr showed a reposition antenna screen. Repositioning the antenna did not resolve the issue. The patient was not able to communicate with another external device. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.